Event description:
The customer reported "touch screen is working upon start-up but mode invalid on the screens following no synchro message." The field engineer noted that the system would not display a fluoroscopy image, thus making the system unusable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative had the customer reseat the interconnect cable during the service call. The system was found to be working as intended and put back into service.